Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx acculink carotid stent system mentioned is being filed under a separate manufacturer report number. Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a left internal carotid artery stenting procedure, the xact stent failed to cross the heavily calcified lesion. After several attempts to cross the lesion, the device was removed and the tip was noted to be partially unsheathed. The device was set aside and a rx acculink was successfully implanted. There was no adverse patient sequela and no clinically significant delay in procedure reported. One day post procedure, the patient was discharged. There was no additional information provided.